Manufacturer narrative:
The device is expected to be returned for analysis. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant failed on tooth 19; no other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause: the root cause could not be determined as additional information was not provided. The device history record (DHR) confirmed the product was manufactured to be within specification at the time of release. The manufacturer internal reference number is: (B)(4).